Manufacturer narrative:
The insulin pump was returned with energizer alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. Data analysis: (B)(6) 2016 daily insulin total = 45.950u; (B)(6) 2016 daily insulin total = 50.800u; (B)(6) 2016 daily insulin total = 46.500u; (B)(6) 2016 daily insulin total = 45.475u; (B)(6) 2016 daily insulin total = 49.300u; (B)(6) 2016 daily insulin total = 49.475u; (B)(6) 2016 daily insulin total = 1.275u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was arterial sclerosis. The caller stated that diabetes and heart attack lead to the customer's death. The customer had heart disease. The customer's blood glucose, at the time of death, was 28 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.